Event description:
The customer reported to olympus, the screen on the endoeye flex deflectable videoscope was pitch black and no image was displayed during pre-use inspection prior to an unknown procedure. The processor was replaced but the image still did not appear. It was decided to use a different scope. It is unknown how long the delay was to replace the device in order to complete the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the screen was pitch black and no image was displayed. In addition, a white band-shaped noise is generated when curved in the up or down direction. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon evaluation the reported issue of blank display was confirmed. It is likely caused by age deterioration causing the unstable condition of the image output signals. Since there are scratches on the electrical contacts of the video connector, there is a possibility that the communication condition became unstable between the electrical contacts of the video system center and those of the video connector, which resulted in the defective event. It is also possible that connection / disconnection of the video connector section while the system power was on may have caused a temporary or repeated overcurrent. Lastly, another possibility due to sporadic static electricity or overcurrent application may have caused the unstable condition of the image output signals. Moreover, there is a possibility that application of overcurrent may have been caused by connection/disconnection while the system power was on, overcurrent from other devices or electric wiring, or adherence of dust or moisture to the electrical contacts of the system or the video connector section. Regarding the white strip noise, though it was not confirmed when the device was manipulated in the up or down direction, there is a possibility that the angulation operation while too much noise occurred that the background image was invisible may have changed capturing of light, which looked like ¿white stripe noise¿. Or else, there is a possibility that short circuit of the image sensor cable occurred while the angulation operation, or the circuit was open. However, the cause of the event was not specified. Regarding the e216 phenomenon found during evaluation, the following possibilities are presumed as the cause of the suggested event ¿e216¿. ·the inner board of the video connector has not been repaired and replaced since june in 2014, according to the repair history. Since it passed its useful life, there is a possibility that the aged deterioration caused the unstable condition of the image output signals. ·since there are scratches on the electrical contacts of the video connector, there is a possibility that the communication condition became unstable between the electrical contacts of the video system center and those of the video connector, which resulted in the defective event. ·there is a possibility that connection/disconnection of the video connector section while the system power was on may have caused a temporary or repeated overcurrent. ·sporadic static electricity or overcurrent application may have caused the unstable condition of the image output signals. Moreover, there is a possibility that application of overcurrent may have been caused by connection/disconnection while the system power was on, overcurrent from other devices or electric wiring, or adherence of dust or moisture to the electrical contacts of the system or the video connector section. Olympus will continue to monitor field performance for this device.